Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was unable to confirm the reported complaint. The drive gas check valve, diaphragm for exhalation valve, and pressure relief valve of the bellows base were proactively replaced and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported pressure in the circuit was noted to be higher than expected. There was no report of patient involvement.